Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2003.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds and high impedance. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.